Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported lower limb ischemia was suspected after impella placement. The issue was resolved after removing impella. There was a risk of lower limb ischemia due to the small blood vessel diameter; however, there were no abnormalities in blood flow confirmation, palpation, or visual observation by echo. The sheath was inserted from the opposite side as a precaution. No further information was reported.